Manufacturer narrative:
Per the clinic, the patient was prescribed with oral antibiotics (specific date and duration not reported). This report is submitted on february 23, 2022.

Manufacturer narrative:
Per the clinic, it was reported that there was no explant but rather the surgeon replaced and secured the ground electrode only. This report is submitted on january 11, 2022.

Event description:
Per the clinic, the patient experienced a dehiscence of the wound secondary to an infection (treatment unknown). The device was explanted (date unknown). It is unknown if the patient was re-implanted with another device. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on dec 17, 2021.